Event description:
It was reported that the customer experienced high blood glucose readings of 400 mg/dl after changing her infusion set. Customer stated that they felt nauseated, had frequent urination and blurry sight. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer's blood glucose reading at the time of the call was 420 mg/dl and has treated with a bolus. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.